Manufacturer narrative:
E.3. Other occupation: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not working properly. A field service engineer (fse) identified that the keyboard was not responding and determined it to be faulty. The keyboard was replaced, and the system was tested using both the hardware test application and the dispensing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es sjor01a anesthesia cart keyboard was not functioning properly. The customer was able to temporarily use the keyboard after rebooted the device, but they were unable to access or use the keyboard again, even after additional reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.